Event description:
It was reported, the patient had a lead revision done in (B)(6). The reporter stated, the lead was replaced and a new lead was placed for better position. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID n EU_unknown_lead, serial# unknown; product type lead product ID neu_unknown, serial# unknown; product type unknown product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).